Event description:
It was reported on the date of the patient¿s generator replacement surgery that low lead impedance was registered on the patient¿s vns. This was the lead that was found to be attached to the generator. During troubleshooting with this lead, low impedance messages were observed with repeated pin insertion attempts. The test resistor was also used on the generator to verify that impedance on the generator itself was within normal limits. The lead was observed to have a section on it with no tubing and exposed wires. This lead and the previous vns generator were explanted. The explanted devices were reported to have been discarded. No additional pertinent information has been received to date.